Manufacturer narrative:
As reported, a 7f vascular closure device (vcd) was unable to seal when deployed during the procedure. Upon removal of the device, bleeding was still present, and compression was used to stop it. There was no reported patient injury. The intended procedure was reported to be a percutaneous coronary intervention (pci) via femoral access. The plug was stuck inside the device and could not be released. The plug was found fully inside the shaft, and the indicator wire was still visible when the device was removed. The user was trained on the device, and the product was properly stored and opened in a sterile field. There were no visible signs of device or package damage prior to use. The suitability of the femoral artery was verified via angiography, including the insertion angle of the vascular sheath introducer. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18436380 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "vascular closure device (vcd) deployment difficulty unable", could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, "if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site." Neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 7f vascular closure device (vcd) was unable to seal when deployed during the procedure. Upon removal of the device, bleeding was still present, and compression was used to stop it. There was no reported patient injury. The intended procedure was reported to be a percutaneous coronary intervention (pci) via femoral access. The plug was stuck inside the device and could not be released. The plug was found fully inside the shaft, and the indicator wire was still visible when the device was removed. The user was trained on the device, and the product was properly stored and opened in a sterile field. There were no visible signs of device or package damage prior to use. The suitability of the femoral artery was verified via angiography, including the insertion angle of the vascular sheath introducer. The device is expected to be returned.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.